Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their foot and leg started vibrating and got very numb. The feeling was similar to a tingling sensation but not the same as before. It was stated that it got uncomfortable so they used their patient programmer to turn stimulation down. They were at 1.1 when they felt the numbness so they turned it down to 0.9v on program 1 which they stated was more comfortable. Then the patient was able to successfully change to program 4 and stated they would adjust stimulation to a point where it was comfortable. It was noted that a fall could be related to the reported issue. It was stated they were fairly clumsy so they experienced falls, but they hadn't fallen on the actual implant itself though. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.